Event description:
Found during routine testing. The customer called to report that when the device is turned on, the display is all black and the service wrench and battery icons are illuminated. The customer said he tried a new battery but there was no change. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the replaced pcb assembly in a test mock-up device in the failure analysis center and observed a "call for service" message in the mock-up display and a fault code related to a device reset. The fault code was cleared and did not return with further testing. Physio could not reproduce the fault and root cause for the reported problem could no be determined.